Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 00mlx mlx 300w xenon lightsource had a ¿smelling smoke when unit powered on¿. There was no patient contact; however, it is unknown if there was a surgical delay. There was no patient harm reported. Request for additional information has been sent.

Manufacturer narrative:
Additional information received on 15jul2019 reported that there was no surgical delay. The device was returned for evaluation. A visual inspection found customer applied labels, nicks and scratches and the left-rear corner of the top cover and side-panel were physically damaged due to force of impact. Functional testing found the light source powered "on," passed hard start testing and ran for 20 minutes before the lumen measurement was taken. No smell of smoke of experienced. The light source tested within specifications. The reported complaint was unconfirmed. Device identifier: (B)(4).